Event description:
Reportedly, during pt use, the ventilator alarmed audibly and the screen turned black, and the ventilator stopped ventilating. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.